Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Implant date is estimate. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. The reported patient effect of stenosis is listed in the xience prox everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The xience prox is currently not commercially available in the u.s.; however, it is similar to a device sold in the us.

Event description:
It was reported that approximately 12 weeks ago, the patient presented with angina pectoris and had a 3.50 x 23 xience prox stent implanted in the proximal right coronary artery (rca). On (B)(6) 2017, the patient returned to the hospital for a procedure in the left anterior descending and circumflex coronary arteries. Prior to this procedure, a control angiography of the previously implanted xience prox stent in the rca was performed which revealed in-stent restenosis of 80%. A 3.50 x 20 mm nc trek balloon dilatation catheter (bdc) was used to successfully treat the in-stent restenosis. Although the patient had been compliant with dual antiplatelet drug therapy (dapt), the physician determined that the patient could be a clopidogrel non-responder. Therefore, the physician changed the patient's medication from clopidogrel to ticagrelor. No additional information provided.